Event description:
Patient implanted with helical blade on an unknown date. Patient complained of lateral hip pain on an unknown date. Patient returned to operating room on (B)(6) 2012, surgeon noted the blade was very prominent and removed the blade and revised the patient to a shorter blade.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. No product was returned for evaluation.